Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Unique identifier - UDI # - (B)(4).

Event description:
During the procedure upon opening the package, it was discovered that the anchor was not assembled correctly on the inserter. Another anchor was opened and used to complete the procedure with minimal delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies relevant to the reported event were found. Product was visually examined. As returned, the anchor was set on the inserter tip. The luer cap has been dissembled; therefore, the suture with needles is loose. The anchor and suture were observed to not have any staining or biomaterial, indicating the product did not come into contact with the patient. The event of the anchor not being set on the tip cannot be confirmed based on the returned device, therefore the root cause cannot be determined as the reported condition could not be verified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.